Manufacturer narrative:
Results: inherent risk of procedure (death, cardiac infarction, pulmonary complications). Patient's condition affected effectiveness of device (anatomy related; access vessels). Conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; access vessels).

Event description:
Two talent thoracic stent grafts were implanted in a patient for the endovascular treatment of an unknown size aneurysm. It was reported that there was difficulty inserting the device on one side because of iliac-femoral calcification. The physician tried to put the device up the right side but due to the size (calcification-moderate to severe) and the diameter of the grafts used, the physician was unable to advance the grafts. The physician therefore changed the plan and did a cut down on the left side, and with some difficulty, was able to advance the grafts and treat the aneurysm from the patient's left groin. Before discharge (unknown date) the patient developed retroperitoneal bleeding which was successfully resolved with an operative procedure. The patient then developed a pulmonary embolus and had a cardiac arrest and expired in hospital.